Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was beep anomaly. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump beeps without a message on the display. It was reported that the insulin pump was not suspended during the normal use. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response, constant audio/beeping alarm, and frozen display, problem isolated to lcd board. Unable to perform the self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents due to no button response.